Event description:
The patient was revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: root cause: undetermined - it is not possible to say why this product failed. The x-rays suggest the position of the cup may be sub-optimal with respect to version. Wear was measured on the head with the cmm but was not visible on the redlux, but 4 microns of linear wear was measured on the liner using the redlux. The shape of the contact point is unusual compared with other edge worn devices. Taper damage was observed on the retrieved head and matches the images from surgery. Pain has many causes and it may be due to the cup position. It may be due a reaction to the wear debris generated in the joint space from the stem, head and liner. It is likely that this device failed due to a combination of device, surgical technique, surgical procedure and patient related factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.